Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed blisters from the ucor hfams patch. Patient described the area as red, raised, burning, stinging, and itchy with sharp pain and broken skin around patch area. There was no alleged device malfunction contributing to the blisters. There is no indication that the patient received medical intervention. Outcome of the blisters is unknown.